Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed with the naked eye, and it was observed that there was a leak due to a separation between the tubing and the female luer. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined however, some potential causes could be due to an improper manual assembly, a damaged or an out of specification component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.